Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that technical services (ts) suspects that the surgeon primarily traces the forehead, rather than including areas towards the back of the head, which limits point diversity and may impact system accuracy. The representative covered additional cases. They worked with the CT for the scans and loaded them. They also trained the CT department there on the specifications of the scans. The first case went well and had good accuracy. The 2nd case, the patient was a revision and the scans were bad. They had 80 slices at 2.5 and the entire crown was cut off. They had about 3/4 of an inch above the brow. The representative discussed expectations and the surgeon was aware. The surgeon will have more cases on (B)(6) 2025 and will use the system to get a better comparison.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site has had issues with navigation and tracking/accuracy. Additional information was received. There was an unknown amount surgical delay. The issue occurred intra-operatively during a functional endoscopic sinus surgery (fess) procedure. No known impact to patient outcome. The event occurred on (B)(6) 2025. Additional information was received. The site used the flat plate emitter without showing the patient tracker on the forehead tracking. Tracking details showed the flat plate emitter sitting around 0.66 millimeters (mm). As the surgeon was tracing the field representative (rep) noticed the registration probe tracking around 0.6-1.67mm on the screen. Tracing registration looked good, and the site had no medal interference. As the case proceeded, the system was accurate in some areas of the sinus cavity and about 1-2 mm off in other areas. Conflicting information was received regarding if a surgical delay occurred or not.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: unknown, product ID: 9733752r, serial/lot #: unknown, product ID: 9735824, serial/lot #: unknown, product ID: 9735825, serial/lot #: unknown and product ID: 9735786r, serial/lot #: unknown, h2) please see the additional codes section for new annex g codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the 9735824 (lot number: 1601061719) controller was returned to the manufacturer for evaluation. It was reported that no inaccuracies or tracking issues could be replicated during testing. The controller connected seamlessly to our lat station and successfully completed the pegboard test, accurately plotting all points. A copy of the test results is attached. Pegboard accuracy read: max = 0.534mm , mean = 0.206mm , mean+3std = 0.539mm acceptance criteria values max = 3.00mm, mean = 1.18mm, mean+3std = 2.65mm no failures were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the electromagnetic (em) interface, lot number: 1600534420, was returned to the manufacturer for analysis. No inaccuracies or tracking issues could be replicated during testing. The em interface connected seamlessly to our lat station and successfully completed the pegboard test, accurately plotting all points and without tracking issues. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it was ultimately determined that the issue was due to the surgical setup, not a system malfunction. Therefore, this is not considered a system complaint.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Replaced solid state drive (ssd) card, flat emitter, cont roller, cpu and loaded new software. Codes b01, c21, and d16 are applicable to this analysis. H3, h6: the computer, lot number: 2227g00568, was returned to the manufacturer for analysis. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network was set correctly. The video capture card functions correctly. All display ports-dvi, hdmi and dp all function correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. Within burn-in testing the 3.5mm sound jacks did not have any input devices, and fails sound testing for the in and out jacks. The computer was fully functional. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.